Event description:
It was reported that tip detachment occurred. A 2.50mm x 15mm emerge balloon was selected for percutaneous coronary intervention procedure. During the preparation, upon opening the package broken tip was noted. Procedure was completed using an alternative device and no patient complications were reported.